Event description:
Event description guidant received information that this atrial implantable lead was explanted a few days post implant because it dislodged and was unable to be repositioned since the helix was stuck in an extended position.